Event description:
Customer reported issues with the insulin pump. Customer states that there is keypad anomaly. The blood glucose reading is 150 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump buttons functioned properly. However, moisture damage was noted to the keypad traces. No moisture damage was noted on the electronics, motor, battery tube or vibrator. The insulin pump was received with a cracked case at the display window corner, minor scratches on the display window, scratched reservoir tube window and cracked reservoir tube lip.